Event description:
Reporter alleged customer woke up and took normal medications for the day; however, had high readings, values not provided, but ate lunch at the time. It was stated customer went to the doctor as a result and customer's meter read 284 mg/dl compared to the doctor's measurement of 94 mg/dl when testing was performed within seconds of each other. No actions were taken or treatment resulted was reported. A request was made for the return of the suspect device and replacement product was sent.